Event description:
A balloon ruptured on the first inflation at six atmospheres during a right iliac angioplasty procedure of an extremely calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was rec'd, evaluated and retained by this MFR. The engineering eval revealed the shaft under the balloon was bowed. Performance testing revealed a pin hole leak located 2.2 centimeters proximal to the distal radiopaque marker. The balloon surface way very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a bowed shaft under the balloon. Follow up indicated this device was used in a highly calcified lesion. Therefore, co believes the above factors contributed to this event and do not attribute it to the device. Directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."